Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-06440 for the exalt model d scope and for the exalt d controller. It was reported that an exalt model d scope was used with an exalt d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the exalt controller shutdown and visualization was lost. The procedure was completed with a reusable scope. There was no patient complications reported as a result of the event.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-06440 for the exalt model d scope and 3005099803-2025-06220 for the exalt d controller. It was reported that an exalt model d scope was used with an exalt d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the exalt controller shutdown and visualization was lost. The procedure was completed with a reusable scope. There was no patient complications reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization. Block h2: model number d4 and lot number d4 updated based on additional information received on december 2, 2025.